Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17326196.

Event description:
It was reported that the spinal cord stimulation scs patient was not feeling the stimulation. Even after the implantable pulse generator ipg was charged, there was no stimulation. The patient underwent a revision procedure where the ipg and lead were explanted and replaced. Upon removing the lead, it was noticed that there was a kink on the lead. Post operatively, the patient was noted to have recovered.

Event description:
It was reported that the spinal cord stimulation scs patient was not feeling the stimulation. Even after the implantable pulse generator ipg was charged, there was no stimulation. The patient underwent a revision procedure where the ipg and lead were explanted and replaced. Upon removing the lead, it was noticed that there was a kink on the lead. Post operatively, the patient was noted to have recovered.

Manufacturer narrative:
Sc-1110-02 sn (B)(6)- the ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2316-50 sn (B)(6)- visual inspection revealed that the lead was cleanly cut into two pieces from the distal end of the lead. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead.